Manufacturer narrative:
Bd received two photos for investigation. The indicated failure mode of underfill was not observed, as the photos show an unused tube with material and batch information. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by customer that while using bd vacutainer® 9nc 0.109m 2.7 ml, three (3) tubes due to insufficient negative pressure was underfilled. No adverse impact was reported regarding the patient or user.